Manufacturer narrative:
Device received in a condition which made analysis impossible; the investigation unit was unable to test the returned meter for defective display due to a broken battery contact preventing the meter from powering on.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the display of the blood glucose monitor was defective.